Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had repeatedly failed and required maintenance. The field service engineer (fse) noted that the pockets on the enhanced half-height main drawer 3-2 had intermittently failed. Fse had reseated all 6 row board connectors, both retractor band connectors, and all pockets on drawers 3-1 and 3-2. Fse had also released all pockets, removed all debris, and tested the lids. Fse tested the station in diagnostics, and the customer tested the station in the medical application. The system functioned as intended after the field service engineer repaired the device.